Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d4, h3, h4, g1 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected data: h6, d4, g1. H6 component code: g07002 - device not returned. Full UDI.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/21/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: (B)(4): sutures has broken. 1st incident. (B)(4): sutures has broken. 2nd incident. (B)(4): several sutures have broken. Represents the ambiguous number of events. How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? When were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify did the reported issue contribute to any patient adverse consequences? Could you kindly provide the lot number, please? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: d4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that there was a ligation problem: using suture 5.0 and it turns out that several sutures have broken. Additional information was requested.